Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced hypoglycemia on (B)(6) 2026 and the patient got treated with juice or tablets. No further information is available.